Event description:
Reportedly, during a lead replacement procedure that occurred on (B)(6) 2018 the atrial connector port would not screw properly leading to a device a replacement.

Event description:
Reportedly, during a lead replacement procedure that occurred on (B)(6) 2018 the atrial connector port would not screw properly leading to a device a replacement.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a lead replacement procedure that occured on (B)(6) 2018 the atrial connector port would not screw properly leading to a device a replacement.